Event description:
PICC team member reports successfully measured and placed 4 french single lumen polyurethane catheter. A member noted an obvious flat spot (kink) in the portion which had been trimmed off the catheter. The PICC had flushed appropriately and apparently there was no patient involvement. A section of the PICC line has been saved for evaluation purposes.